Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified tracing to the device malfunctions "nozzle has foreign objects" and "air/water-tube has foreign objects". Based on the results of the investigation, the most probable cause of the malfunction "c-cover has a burn" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water-tube, nozzle and a burnt c-cover. There was no patient involvement.